Event description:
It was reported that 48 bd vacutainer® sst¿ ii advance plus blood collection tubes had discolored caps. This caused them to be rejected by the instrument. There was no report of patient impact.

Manufacturer narrative:
H6. Investigation summary: bd did not receive samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record and retention sample testing could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.